Manufacturer narrative:
Corrected data: h6- health effect- clinical code: "2330" should be added. H6- medical device code: 1494- off label use (age<21). B5- the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -13.5/+3.0/091 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced discomfort and glares/haloes. On (B)(6) 2023 the lens was explanted and the problem was resolved. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints from associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of 15.0/3.5/89 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was removed due to patient discomfort/glare and haloes. The problem was resolved.